Event description:
Dealer states the battery indicator is no longer functioning on the power chair. Dealer states the power chair is currently functioning but the consumer did get stranded on base at the commissary store. Per dealer the end user was not stranded for too long and someone on the army base was able to assist. Dealer stated there were no injuries associated with the incident. Dealer states he is using after market chargers from pride and other manufacturers to charger the chair.